Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician attempted to cross a lesion in the left anterior descending artery (lad) with a taxus express2 2.75 x 20 mm. However, the physician was unable to cross the lesion and the delivery system was removed. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."